Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl suspected cause was due to the customer¿s settings requiring adjustments. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer went to the emergency room. Customer was treated with intravenous fluids of insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.